Manufacturer narrative:
The device was returned for investigation. Additional reporting on this event will be provided as a follow up report at the conclusion of the investigation. Related report numbers (including this report) 3025141-2025-00494 3025141-2025-00495.

Event description:
It was reported that two extractors were broken. The broken fragments may remain inside the patient's body. The acutwist screw could not be removed and ultimately remained inside the body.